Event description:
The company representative (rep) additionally reported that there was no suspected defect.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_ext, product typ: extension. Product ID: neu_unknown_ext, product type: extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The health care provider (hcp) reported that the patient requested to have the device removed due to inadequate pain coverage despite reprogramming. There was no patient injury. The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.